Event description:
It was reported that there was varying and high hvb and svc impedances. Both the device and the right ventricular lead were explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that approximately one month post implant, the patient alert tone sounded due to high svc impedance of greater than 200 ohms, and noise was detected on the lead. The patient suffered a syncopal episode as a result of ventricular fibrillation (vf) which the device successfully treated. Testing in the operating room during the explant procedure could not reproduce the noise or high impedance. Because the issue could not be isolated to the lead or the device, and because the patient had received recent therapy for vf, it was decided to replace both the lead and the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor was fracture (overstress); proximal segment was returned for analysis. The damage appears to have happened at the time of device change out. No anomalies were found.